Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/08/2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with redness and pustules underneath sensor pod area only, which occurred 5 days after the sensor had been inserted in the abdomen. The patient consulted a child surgeon and they performed a incision and drainage. The patient was in good condition at the time of report. No additional event or patient information is available.